Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that speaker produced audible sound at start up test. The bench couldn't find any issues with the device as the device was functioning as expected. Based on the information available and the testing conducted, the cause of the reported problem couldn't be replicated. The reported problem was not confirmed. The speaker was replaced out of precaution. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 wearable patient monitor was presented with a speaker malfunction error message. It is not confirmed if the device still produced sound. It is unknown if the device was in use at time of event and no adverse event is reported.